Manufacturer narrative:
Method: model info and lot number were not provided despite numerous attempts. At this time no product is available for eval. Results: without the actual product, a complete investigation cannot be conducted. As no lot number was reported, the device history record (DHR) cannot be reviewed. Conclusion: at this time the MFR has not been provided with add'l info for the reported incident, per the initial info received the surgeon pulled the catheter until breakage and it was noted that the entire catheter did not come out and a portion was left inside. Numerous attempts have been made to gather add'l info for this incident. A questionaire has been forwarded to the customer on (B)(6) 2013 per our distributor. As of now I-flow has not received further reported info. Further investigations are being conducted with the reported info initially received. I -flow has a technical bulletin entitled "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system" recommendations for removing a catheter is provided: "according to the on-q directions for use, if resistance is encountered during removal, or if the catheter stretches, stop. It is advisable to wait 30-60 minutes and try again. The pt's body movements may relieve the catheter to allow easier removal. If the catheter is still difficult to remove, an x-ray is recommended." If add'l info pertinent to this event becomes available, I-flow will submit a f/u report. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. Summary: on (B)(6) 2013, a soaker catheter broke upon removal from a pt. They had difficulty in the urology ward removing the catheter, a surgeon was called to assist with the removal, and that is when it broke. The pt was discharged. (Add'l info received quoted in the distributors own words on (B)(6) 2013) "pain nurse reported that it had been difficult to remove a painbuster catheter from a pt and as such the surgeon had been called to assist. The surgeon unable to easily free and remove the catheter is described as having planted his feet and pulled and pulled until the catheter came out; however, the whole catheter was not removed. Caroline did not want to advise on the name of the surgeon, but it was a urology procedure and apparently the surgeon in question generally has very good results with the painbuster. I believe the catheter was sutured in and the procedure required stents so there is some question as to whether the catheter cloud have become intertwined with the stent making it difficult to remove. It is unk what length of catheter was sited and it is unk how much catheter is potentially left in the pt. It was a procedure that required two painbuster pumps and two catheters. The catheter that was removed has been disposed of. I believe that a datix report has been completed and I understand the pt has been sent home. Pt info and status was not provided. There is no sample to be returned, it was disposed of.